Event description:
Pt underwent epicanthus surgery on (B)(6) 2012 which involved placement of bilateral implants (visitec seiff frontalis suspension) in eyelids. Upon discharge pt was instructed to apply tobradex ointment three times a day for one week to incisions. On (B)(6) 2012, pt was seen in ophthalmology clinic with mild right incisional inflammation, edema and erythema and was started on oral antibiotics. Pt was admitted (B)(6) 2012 with granulomatous reaction over incision sites with pustular drainage to bilateral eyelids. Pt was taken to the operating room and had an incisional biopsy of the granulomas with culture of purulent material. Implants were left in place and the wound was left open. Cultures grew mycobacterium and candida parapsilosis. Pt was discharged with a follow up appointment in the infectious disease clinic. After consultation with experts in mycobacterium it was decided to begin a 4 drug regimen including fluconazole, imipenem, azithromycin and amikacin. The implants were removed on (B)(6) 2012 and the pt had a broviac placed for long term antibiotic therapy. Questioning whether potential contamination of the implants could be the cause of the infection.